Manufacturer narrative:
Update from customer service on 07/11/2016: the serial number for this unit is (B)(4). Should additional information become available a supplemental record will be filed.

Event description:
Claim states there was a concentrator is allegedly the cause of a fire loss. No further information was provided.

Manufacturer narrative:
The invacare expert attended a loss site examination associated with the subject incident. Our expert stated the damage to the invacare oxygen concentrator (irc5p, sn (B)(4)) was caused by external flame impingement. No evidence of an oxygen concentrator failure or malfunction. He stated further, the fire originated from the location of a relocatable power tap. Our expert¿s opinion is the relocatable power tap was the cause of the fire.

Event description:
Claim states there was a concentrator is allegedly the cause of a fire loss. No further information was provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Claim states there was a concentrator is allegedly the cause of a fire loss. No further information was provided.